Event description:
It was reported that there was possible early battery depletion and the device was at eri (elective replacement indicator). It was also reported that there were high atrial and rv (right ventricular) thresholds. The device was explanted and replaced, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2011; a 419688 lead, implanted: (B)(6) 2011. (B)(4).